Event description:
During use of the device for a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console stopped displaying information. Manual control of the system pumps and alarm sensors continued to be available through local controls. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, no conclusions reached. Device repaired and returned (a replacement was provided).